Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine leiomyoma ("uterine fibroids") in a 46-year-old female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included herpes genitalis, gestational diabetes and twin pregnancy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included urinary tract infection. Concomitant products included insulin bovine and metformin for type ii diabetes mellitus. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle") and vaginal haemorrhage ("heavy vaginal bleeding"). In (B)(6) 2016, the patient experienced abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), urinary tract infection ("infection ¿ urinary tract infection") and uterine polyp ("endometrial polyp"). The patient was treated with surgery (total vaginal hysterectomy and to remove the essure/total vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, urinary tract infection and uterine polyp outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, uterine leiomyoma, uterine polyp and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: plaintiff fact sheet received. Reporter's information was added. Added event endometrial polyp. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine leiomyoma ("uterine fibroids/endometrial polyp") in a 46-year-old female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included herpes genitalis, gestational diabetes and twin pregnancy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included urinary tract infection. Concomitant products included insulin bovine and metformin for type ii diabetes mellitus. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine leiomyoma (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle") and vaginal haemorrhage ("heavy vaginal bleeding"). In (B)(6) 2016, the patient experienced abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and urinary tract infection ("infection ¿ urinary tract infection"). The patient was treated with surgery (to remove the essure/total vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, abdominal distension and urinary tract infection outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: lot number, patient details, product information, events - menorrhagia, fatigue, gastrointestinal or digestive system condition ¿ bloating, infection ¿ urinary tract infection, uterine fibroids, confirmation test(s) not conducted . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine leiomyoma ("uterine fibroids/endometrial polyp") in a 46-year-old female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included herpes genitalis, gestational diabetes and twin pregnancy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included urinary tract infection. Concomitant products included insulin bovine and metformin for type ii diabetes mellitus. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine leiomyoma (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle") and vaginal haemorrhage ("heavy vaginal bleeding"). In (B)(6) 2016, the patient experienced abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and urinary tract infection ("infection ¿ urinary tract infection"). The patient was treated with surgery (to remove the essure/total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, abdominal distension and urinary tract infection outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("heavy vaginal bleeding") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.